Manufacturer narrative:
Other text: b3: date of event, e1 initial reporter address is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was physical damage to case. Patient involvement unknown.

Event description:
Additional information received via email. No patient harm. No further information given.

Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2023-09693 is no longer considered reportable, please disregard any reports associated with it.